Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the power management board. The power management board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing was due to a cracked solder joint on ferrite.